Event description:
Bbraun IV tubing could not be primed. Upon further investigation by rn, an object was found within the tubing, blocking flow of fluid. Object is white and smooth in appearance. Object located above the third injection port.